Event description:
In litigation, it was reported via email from risk management: "2003 - patient underwent laparoscopic left ovarina cystectomy for endometriosis disease. Placement of gynecare intergel. Pt returned to ER four days later. Records note there was 'discussion whether that was a chemical peritonitis due to the instillation of an impregnated gel used to prevent adhesions vs. An infectious etiology.' Pt was placed an antibiotics." Additional information provided in 2005 noted that, "patient reports that intergel caused their unspecified post-operative complications. "Medical records from the pt show a CT scan 2003 which state resolution of previously identified extensive inflammatory changes in the pelvis. Small right renal cyst, tiny liver lesions consistent with hepatic hemangloma and trade pleural effusions. In four days later during a consultation it was noted the pt had undergone approxmately one week prior a laparoscopy for endometriosis and pelvic pain. During the procedure the pt underwent a left ovarian cystectomy. They were initially discharged the following morning with complaints. They were doing well one day before when they began having some epigastric abdominal pain, began hurting when they moved around. The pain became worse. They have had diarrhea for 2-3 weeks, diarrhea persisted. They presented to the ER with severe lower abdomonial pain, no nausea or comiting. Psh appendectomy, laparoscopy for endometrosis. Impression was abdominal pain, status post oophorectomy with "septra gel" being left in the abdominal cavity, diarrhea, history of appendicitis, status post laparoscopy for endometriosis, hypokalemia and history of hypertension. Plan was IV antibiotics, cat scan for colitis. Another consult two days later was done. The pt physician exam was positive for rebound. The cat scan of the abdomen and pelvis showed severe extensive inflammatory changes in the mesentery in the lower abdomen and pelvis. There was a locualted collection in the pelvis compatible with infection. The pt was on a timentin and flagyl as antibiotics and wellbutrin, neurontin, demeroal, klomopin and ambien. The plan was to continue on the timentin and discontinue the flagyl. It also stated the pt would have a repeat scan and may need drainage. Another CT was done four days later which showed little change in the fluid collection but interval decrease in the degree of inflammation. There was no evidence of additional abscess formation. The 2nd day the pt underwent CT guided drainage of right sided pelvin collection. The microbiology report did not show any growth. A day before a dictated note from a physician states that the final diagnosis was peritonitis and endometriosis, ovarian cyst. The note also states that there was discussion as to whether this was a chemical peritonitis due to installation of an "impregnated gel used to prevent adhesions vs. Infectious etiology." It was states that since they improved on antibiotics, it would be prudent to continue on antibiotics for a full fourteen days course. The pt was discharged three days later and on that day the same physician stated that the pt had peritonitis perphaps from a chemical gel which was instilled but the possibility of an infectious cause could not be ruled out therefore they would be discharged on antibiotics and return for a colonscopy on the third day to evaluate the diarrhea which has persisted for the last three months and appears to be "independent" from the current illness. They were stable no discharge according to the note. The colonscopy was done and the final diagnosis was to await biopsies and stool results and to rule out celiac sprue. Stool culture was negative for the organisms tested and showed little or no normal flora.

Event description:
It was reported that in 07/2002 pt underwent abdominal surgery and gynecare intergel was spread throughout her abdomen. It was reported that shortly following plaintiff's surgery, she developed "extreme pain, swelling, and other serious injuries." Update: additional information provided 09/2005 noted that according to the pt, the following is alleged to have occurred: after surgery, pt developed an allergic reaction, swelling, water retention, rash and "undersirable" pain. Pt received medication and was hospitalized for five days. While in the hosp, pt has to be intubated. Pt complains of memory loss, "uncontrollable" headaches, constant fatigue, and allergies to " a lot of products and smells that never bothered [her] before."